Manufacturer narrative:
Additional information received: the patient had subcutaneous total mastectomy with placement of surgimend device in the prepectoral part (when wrapping the prothesis). No fever. No sign of infection. The necrotic part was far from the scar and in parasternal area. The revision surgery was performed 3 weeks after. The patient is young female treated for right breast carcinoma requiring a total mastectomy and chemotherapy.

Event description:
N/a

Manufacturer narrative:
Surgimend was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, potential root causes associated with this event are; device secured incorrectly, or inadequate handling of surgical site. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a surgimend was placed and skin necrosis was seen (3cmx1cm). A second surgery is required. No additional information has been received after several attempts.